Manufacturer narrative:
The lot complaint history was reviewed and the device history record shows that the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. A cassette leakage test was performed using an external pressure source and no leak was detected. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications and no leakage was detected during testing. (B)(4).

Event description:
A nurse reported that the cassette leaked during a vitreoretinal procedure. Water was seen coming from the console. The console was serviced. Additional information and product sample have been requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).